Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 100 mg/dl. No additional patient or event information was provided.

Manufacturer narrative:
On 4-18-2023, the following information was reported: during troubleshooting, the pump battery functioned as intended and was able to complete a full charge without any issues. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.